Event description:
Voluntary medwatch received states that the left ventricle lead exhibited high threshold and high pacing impedance. No intervention or procedure were performed. No adverse patient effects were reported.